Manufacturer narrative:
Pre-implantation computed tomographic angiography images dated (B)(6) 2020 were received by gore from the facility and an imaging evaluation was performed. The distal thoracic aortic arch appeared to be heavily calcified. There appeared to be tortuosity and calcium in both external iliac arteries. However, the images did not allow for evaluation of the reported event. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Results pending completion of engineering evaluation.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment using a gore® tag® conformable thoracic stent graft with active control system for descending thoracic aortic aneurysm. According to the report, the primary deployment line was pulled out at the target location, but the stent graft did not deploy. The secondary deployment line was reportedly also pulled out, but the stent graft remained constrained. The physician removed the constrained device from the patient, and the procedure was completed using a new device. The patient tolerated the procedure. The gore® tag® conformable thoracic stent graft with active control system has been returned to gore for analysis.

Manufacturer narrative:
H6: conclusion code 2 corrected. H3: corrected evaluation summary: the gore® tag® conformable thoracic stent graft with active control system (cmds) device evaluation showed the following: the primary deployment line (pdl) was broken in the second slip knot on the proximal end of the device. The woven loop of the deployment line had been undone. No stitches of the primary deployment sleeve were undone. For the purpose of this evaluation the slip knots will be referred to in the order that they are tied, i.e. The first slip knot is tied first and will deploy second, the second slip knot is tied second but will deploy first. The findings of the evaluation are consistent with the physician¿s observation that the primary deployment line was removed but the device did not deploy. A reason for the primary deployment line breaking at the proximal slip knots cannot be determined with the available information.

Manufacturer narrative:
H6: conclusion code 2 corrected.

Manufacturer narrative:
H3: evaluation summary - the gore® tag® conformable thoracic stent graft with active control system (tgm313110j/ 21225037), was returned to gore and an engineering evaluation was performed. The entire length of the returned device remained constrained by the primary sleeve. A visual examination of the constrained device was performed. There was no observed primary deployment line weaved through the single stitch side, indicating the deployment line separation occurred near the proximal end of the device. The deployment line loop was no longer woven under the second, fourth, and sixth double stitch. The primary deployment slip knots appeared visually intact with the deployment loop fully cinched. Fiber material was observed at the second slip knot. The area surrounding the slip knots was inspected with no apparent damage identified. Slip knots were seen positioned toward the second stitch on the single stitch side of the primary sleeve, this is the expected position as the deployment line begins to undo the slip knot loop. However, the second stitch on the single stitch side of the primary sleeve was observed to be in a loose state. The device was removed from the delivery catheter and the primary deployment line (pdl) slip knots were imaged using a scanning electron microscope (sem). The sem images showed the fiber material at the first slip knot to be a continuous material with no fiber break observed. Micro-CT scanning of the device was used to further evaluate the construct of the slip knot, it was determined that the fiber break end was within the slip knots. The primary sleeve was removed from the device and the stent graft opened to its full diameter. The second slip knot was deconstructed in order to visualize the end of the fiber. The second slip knot constraining loop was then moved distally over the first slip knot constraining loop. The fiber end was confirmed to be within second slip knot. The fiber end was visually examined and showed an over wrap portion of the fiber extending out of the first slip knot constraining loop with the fiber core approximately at the first slip knot constraining loop. The fiber end was observed to be in a looped configuration with the break end positioned towards the proximal end. The fiber end was removed and sem images were taken. The cause of the fiber failure could not be determined from the sem images. During deconstruction of the primary sleeve of the returned device, the second slip knot constraining loop (skcl) was moved over the first skcl, and the outer wrap material was exposed and observed to be positioned immediately under the second skcl as well as being in a looped configuration with the break positioned towards the proximal end. This configuration indicates the apparent knot was likely a slip knot prior to the fiber breaking. The looped configuration and break end position are consistent with the deployment loop having been intact prior to attempting deployment. It is unlikely that the outer wrap material would have been in the observed state if there was a complete break within the fiber prior to attempted deployment. Based on the observations of the returned device, there is no indication that the slip knots on the pdl were tied incorrectly. The complete breakage of the pdl occurred between the removal of the second, fourth and sixth stitching pattern and prior to the slip knots coming untied. During sleeve manufacturing, the slip knots on the proximal end of the device are tied. In order to successfully tie the slip knots the fiber at the proximal end of the device must be intact. The findings of the engineering evaluation are consistent with the reported observation that the primary deployment line was removed but the device did not deploy. The reason for the device not deploying to intermediate diameter was the primary deployment line broke at the second slip knot on the proximal end of the device before primary deployment could begin. The reason for the primary deployment line separating at the proximal slip knots and the cause of the fiber breakage could not be determined with the available information. However, based on the engineering evaluation and the available information, it is possible a manufacturing deficiency may have contributed to the event.